Event description:
New information received notes that the right ventricular lead was explanted and replaced due to malfunction with unspecific issue. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 52.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.